Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported once inserted the guidewire is coiling. We opened three catheters for one patient, but the same problem of guidewire coiling. No harm was for the patient of hcp, it's just a delay of treatment. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed the guidewire on a white cloth. Several kinks and bends were observed throughout the length of the guidewire. Due to the quality of the photograph, it could not be determined if the coils were misaligned in the kinked areas; however, the kinks appeared to be permanently deformed. No further details of the deformation could be discerned in the photograph. No obvious evidence of use residue was observed on the sample or on the cloth beneath it. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. Samples were not returned for the 2 other occurrences reported; therefore, these occurrences are inconclusive.